Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2016 resulting in fixture loss. Re-implantation is planned but has not occurred as of the date of this report september 30, 2016.